Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings:a review of the black box indicated unexplained reboots had occurred associated with voltage fluctuations beginning on (B)(6) 2016. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on with the returned battery cap and did not draw excessive current. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; the battery compartment was cracked; there was moisture contamination in the battery compartment; the audio bolus button cover was torn but the button remained responsive; leak testing revealed a leak at the bolus button.